Event description:
It was reported that prior to starting a da vinci surgical procedure, the orange warning label at the distal tip of the monopolar curved scissors instrument was observed to be peeling off. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's tube extension exhibited removed pad printing at the distal end. The removed pad printing area measured approximately 0.346 x 0.303. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube to be cracked. The tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage if to recur could cause or contribute to an adverse event.